Event description:
A medtronic rep reported from the site, while in a tumor resection using cranial 2.2. The surgeon had successfully registered the pt, and navigated to the tumor. The surgeon resected the tumor and began to check the accuracy using the stealthstation, and the camera was not working. Left camera light was flashing green (cycling power), then went back to solid green; the middle light was off, and the right light was yellow. All lights in the tool interface unit (tiu) were lit normally. The surgeon completed the surgery successfully without the use of navigation. There was no impact to the pt outcomes.

Manufacturer narrative:
Replacement psu shipped (B)(4) 2012. RMA issued. Eval of returned psu finds: when powered up, the amber fault light is on. The event log indicates the sensor voltage is high.